Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary stenting treatment procedure, an embolization and shaft fracture occurred. The lesion being treated was located in the right coronary artery (rca). The lesion was predilated with a 3.0x15mm maverick2 balloon. The physician placed the 4.00x16mm liberte bare metal stent and attempted to deploy, but the balloon did not inflate. During removal, the stent dislodged. After removal of the delivery system from the body, the shaft broke in two pieces. The dislodged stent was removed with a snare. The procedure was completed with a 4.00x20mm liberte bare metal stent. The physician also deployed a 2.50x20mm taxus liberte drug eluting stent in the diagonal. The lesion was predilated with a 2.5x15mm unk balloon. Pt status reported as "fine".